Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
E1 - (B)(6). Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. A lens repositioning was done at a later date. The lens remains implanted. Cause of the event is unknown.

Manufacturer narrative:
Claim (B)(4).